Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. As a result of checking the error log, it confirmed that there was a record of an occurred latch lock failure when connected cassette to the pump. The complaint was confirmed. The cause was a possible defective latch lock sensor. Replace the latch lock sensor. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device did not recognize the cassette. The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.